Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a thin ablation (thin flap) was performed with unknown target and actual thickness in the patient's unknown eye during unknown timing of the surgery.

Manufacturer narrative:
Additional information provided in d.9, h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During site visit, field service engineer replaced application interface and performed a full-service test and confirmed system meets specifications as per service installation record. Without sample no deeper root cause analysis is possible. Root cause could not be determined conclusively; most probable root cause is a faulty application interface. The manufacturer internal reference number is: (B)(4).